Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin. The customer experienced high blood glucose value of 20 mmol/l to 25 mmol/l. Customer's current blood glucose value were 15 mmol/l. The customer was treated with insulin pump and manual injections for high blood glucose values. The customer stated that their blood glucose values were not reducing. The insulin pump passed the high pressure test and displacement test. The device will not return for analysis.